Event description:
Customer reports she felt hypoglycemic symptoms but was unable to test due to the device producing an off error. Customer reports that she passed out after attempting to test and came to sometime later. She states that she ate and drank upon coming to. No medical treatment received. Requested return of suspect device and replacement was sent.